Manufacturer narrative:
The hospital was unable to provide patient age so age is estimated based on age at implant. The onset of the patient's chronic infection and chronic antibiotics is reported under manufacturer report number # (B)(4). The heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4).the gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient's driveline had a golf ball-sized lesion at the end of his driveline with increasing purulence. The patient was noted to have a chronic methicillin-resistant staphylococcus aureus (mrsa) infection and was on chronic antibiotics. The patient was admitted and started on intravenous vancomycin. Blood cultures were negative but wound cultures were positive for methicillin-resistant staphylococcus aureus (mrsa). The patient was discharged on intravenous vancomycin for four weeks. .